Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2019-23727. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for for urinary dysfunction/sacral nerve stimulation. It was reported by an hcp who was calling for MRI compatibility guidelines for an MRI of the brain which was for an unrelated brain issue, that the patient reported that the ins had not worked for years and the patient did not think the ins was in ¿working order.¿ it was also noted that the patient had not brought their programmer to the MRI appointment. The caller was unable to provide further clarification and they were also unable to confirm which ins the patient had been referring to as the caller did not mention that they had more than one stimulation. The patient and the caller were going to follow up with the hcp. It was noted that the event date of when this began was unknown. On 2019-nov-21, the hcp called again to report the patient¿s device was dead. The hcp reported that the programmer couldn¿t make anycontact with the device. The hcp reported that the patient had seen their doctor and the doctor confirmed that the device was dead and noted that the patient had the letter indicating the device was dead from their doctor. MRI guidelines were reviewed with the hcp. There were no symptoms reported and it was noted that this event had begun in 2018, with a best estimate of (B)(6) 2018. There were no further complications reported.